Manufacturer narrative:
(B)(4) date sent: 05/02/2025 d4: batch #309d18 additional information was requested, and the following was obtained: - is the current patient status known? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequence investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, the jaws and trigger in the close position and with no reload present. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #m9a892, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 309d18, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure for the removal of a lobar pulmonary nodule, it was observed that the device did not work as it was impossible to cut at the level of the pulmonary parenchyma. Another like device was used to complete the procedure with an unspecified delay. There was no patient consequence reported. Additional information requested.